Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged power issue began on (B)(6) 2014 at 8:00 a. M. The patient manages her diabetes with an insulin pump and stated that she took a decreased dose of insulin (suspended her pump for 2-3 hours) in response to the alleged issue. The patient claimed, 3 hours after the alleged issue occurred, she developed symptoms of ¿hyperglycemia, hypoglycemia¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/16/2014), the patient¿s meter has been returned on 8/29/2014 and evaluated by lifescan product analysis on 9/3/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.